Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), all insulators were breached cut and the lead appeared damaged at implant.

Event description:
It was reported that during an implant, the right ventricular lead was attempted but not used due to patient anatomy. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.